Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one extended opening, brown particles and dark ring. A weight test of the device was verified and the device underweight. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side radius assessed as unidentified (tear) opening. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported additional events of "subcentimeter cysts are present, unusual fold pattern to the implant, fluid in the subcapsular space." The reported event of "numbness/tingling in the arms" has been deemed not device related. Also reported was capsular contracture, baker grade I. This record represents the right side. The device has been explanted.